Event description:
According to the reporter: the device did not fire properly. The procedure was a left lower lung wedge resection. Nothing fell into the patient's chest cavity. There was 500-600cc of blood loss reported. Suturing was used to resolve the issue. No further details has been provided.

Manufacturer narrative:
MDR initial report submitted: 11/18/2008.